Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the c5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. He inspected the unit and found out that the holder for the pump head to the cover detached itself and the pump head was free to turn. A new cover was mounted and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the sucker pump of a c5 system failed during priming. There was no patient involvement.